Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected field:e3. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse replaced the video generator board replacement kit and completed pm including all functional and safety tests as per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had screen frozen issue. No patient harm or injury reported.